Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported it was discussed with patient the potential of trying to save her pump using irrigation, debridement, and reclosure or complete explant of her catheter and pump system. After risks and benefits of both procedures were discussed, the patient chose to explant entire system at this time. On (B)(6) 2019 laboratory testing revealed gram stain and culture negative except light growth of susceptible staph aureus. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type catheter other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient morphine (8 mg at .49996 mg/day), bupivacaine (7 mg at .43747 mg/day) and fentanyl ( 285 mcg at 17.81121 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain and lumbar radiculopathy it was reported that the patient had a pump and catheter replacement on (B)(6) 2019 - (B)(6)and on (B)(6) 2019 noticed a dark brown, tea colored fluid coming from her abdominal and back incisions. It was noted that the drainage got worse and the patient was seen in the office on an emergency basis. The brown fluid was reported to be an early sign and symptom of a hematoma and pump pocket/catheter infection. The patient was admitted to the hospital and chose to have the entire system explanted. The location of the device was unknown. The issue was reported to be resolved without sequelae. No further complications have been reported as a result of this event.